Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer stated that their blood glucose (bg) level was usually above 240mg/dl; no actual values were provided. The customer is able to clear the occlusion alarm and deliver a correction bolus to address the bg level. The customer had changed their cartridge and infusion set since their last occlusion alarm, therefore no troubleshooting could be performed to determine a possible cause of the occlusion. Tandem technical support advised the customer regarding different infusion set types and the customer was to contact their healthcare provider.